Event description:
It was reported that the patient was unable to start the therapy session. All four electrodes impedance on the right lead were out of range (oor). As a result, surgical intervention was undertaken wherein the reactiv8 system was explanted without any issue. The device was evaluated, and the reported symptom was verified. Visual inspection showed the ends of wires on the lead were rounded, indicating fatigue fractures. All wires of the coil were fractured.

Manufacturer narrative:
Patient ID number: (B)(6). Mml complaint reference number: (B)(4).

Manufacturer narrative:
Mml complaint reference number: (B)(4).